Event description:
According to the reporter, during a gastric bypass procedure, the surgeon was using the device through the trocar and when he was tying the suture knots, the suture broke. It seemed to have broken where the needle and suture were combined and the need detached from the suture. No harm to the patient was reported.